Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult or delayed positioning (leaflet grasping) could not be definitively determined. The reported tissue injury (leaflet tear) appears to be related to difficult grasping. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a posterior leaflet tear. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First mitraclip xtw (lot:30208r1101) was placed without issue. A second mitraclip ntw (lot: 30406r1029) was attempted to be placed lateral to the first clip. Grasping was difficult. It was observed that a posterior (p2) leaflet tear had occurred at the attempted placement area. The clip was moved lateral to the damage and grasped healthier tissue successfully. The mr was reduced to grade 3-4. There was no reported clinically significant delay. No additional information was provided.